Event description:
After 112+ months of implantation, this lead was explanted and returned because of an infection. Note: the pacemaker that was implanted with this lead was also returned and reported on an MDR.

Event description:
After 112+ months of implantation, this lead was explanted and returned because of an infection. Note: the pacemaker that was implanted with this lead was also returned and reported on an MDR.